Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a faulty row board cable. The field service engineer updated pyxis firmware, reseated the row board cable on the drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure. The device was not detected on bus. The customer reported that issue occurred when dispensing medications able to get medications from another station. There were no adverse events or injuries reported based on this incident.